Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4488 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6), the patient with renal failure and regular dialysis was admitted to our department due to epileptic seizures. After admission, a dialysis tube was indwelled for crrt treatment. During the puncture, the guide wire was twisted and broken in many places after implantation and could not be withdrawn. Replace the guide wire and flush the catheter. Increased risk of infection.